Event description:
Pt reports that the nurse was getting pump error message code 30: turn pump off call provider. Nurse and pt attempted to replace the batteries but it did not work. Pump serial: (B)(6), maintenance expiration: unknown. Pharmacy to replace pump. Pump return box sent to pt for return of pump associated with event. No adverse event(s) reported due to product issue. Unknown if pt missed a dose. No further info. Reported to cvs/caremark by pt/caregiver.